Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The initial reporter also notified the FDA on 29dec2022. Medwatch report # mw5114198. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port, 20g x 1.0" the safety mechanism didn't engage. There was no report of patient impact. The following information was provided by the initial reporter: safety device/insertion needle on bd nexiva would not retract from device all the way after use with pt (patient) during normal use. Safety device engaged but was not able to separate from the IV catheter.

Event description:
It was reported while using bd nexiva single port, 20g x 1.0" the safety mechanism didn't engage. There was no report of patient impact. The following information was provided by the initial reporter: safety device/insertion needle on bd nexiva would not retract from device all the way after use with pt (patient) during normal use. Safety device engaged but was not able to separate from the IV catheter.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.